Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening after deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. After the xtw clip was deployed without issue, an increase in mr was noted from trace to grade 1. On fluoroscopy it was noted that clip had opened from 0-5 degrees to approximately 15-20 degrees (clip opened while locked (cowl)). No additional clips were implanted and the procedure ended with mr reduced to grade 1. There were no adverse patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open - locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿three (3) fluoroscopic videos of the reported device were provided. The first video titled "movie-001" shows the delivery catheter (dc) shaft extended with the clip attached to the l-lock shaft indicating the video was taken during procedural steps performed subvalvular (e.g. Leaflet grasping, capturing, pre-deployment). The clip is oriented such that the clip arm plane is almost parallel to the fluoro view/line of site, making arm angle assessment challenging. The clip arm angle appears to be ~90° - 120°. It is unclear at which specific step during the procedure the video was taken. Based on the arm angle, the video was presumably taken during leaflet grasping attempts. The second and third videos titled "movie-002" and movie-003", respectively show the fully deployed clip with no cds or sgc in view indicating the videos were taken post deployment and removal of the cds. In both videos, the clip arm angle appears to be ~20° which aligns with the reported incident details that the final clip arm angle post deployment was "~15° - 20°". The first video provided was taken pre-deployment, however, it cannot be confirmed at which step in the procedure the video was taken; the clip arm angle in the video suggests it was taken during grasping rather than during deployment maneuvers. As such, no assessment or comment regarding the pre-deployment state of the clip (final clip arm angle prior to mechanical separation from dc), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.¿